Event description:
An eye care provider reported a corneal ulcer which required unspecified treatment associated with wear of o2optix contact lenses. Request have been made for further details, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.